Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 56889uq02. Trending review determined no trends for falsely depressed results for the product. Return testing was not completed as returns were not available. To evaluate the historical performance of reagent lot 56889uq02, worldwide field data was reviewed. The median population result for the lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency of the architect total bilirubin reagent lot number 56889uq02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely decreased total bilirubin result generated on the architect c8000 on one patient. Results provided: sid (B)(6) = (B)(6). No impact to patient management was reported.